Event description:
It was reported that the device got stuck with the guidewire. The 90% stenosed target lesion was located in the mildly tortuous and moderately calcified artery. A 10mmx2.50mm wolverine coronary cutting balloon was selected for use. During the procedure, it was noted that the device got stuck with the non-boston scientific guidewire. The devices had difficulty being inserted during the first use and were discontinued and removed during the process. The guidewire was able to be removed from the catheter outside the patient. The procedure was completed with another of the same device. No patient complications were reported.

Manufacturer narrative:
(B)(6).

Event description:
It was reported that the device got stuck with the guidewire. The 90% stenosed target lesion was located in the mildly tortuous and moderately calcified artery. A 10mmx2.50mm wolverine coronary cutting balloon was selected for use. During the procedure, it was noted that the device got stuck with the non-boston scientific guidewire. The devices had difficulty being inserted during the first use and were discontinued and removed during the process. The guidewire was able to be removed from the catheter outside the patient. The procedure was completed with another of the same device. No patient complications were reported.

Manufacturer narrative:
D4 - lot number: corrected from 0033739904 to 0033853216. E1 - initial reporter facility name: (B)(6).